Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and updated codes. A titan otr pump, two cylinders, reservoir and three detached tubing were received for evaluation. Examination and testing of the returned component revealed a small separation with adjacent abrasion on the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the detached inlet tube. Testing revealed these to not be sites of leakage. Abrasion was noted on the two detached exhaust tubes. No functional abnormalities were noted with the pump, cylinder 2, reservoir or detached tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the exhaust tube of cylinder 1 to be kinked backwards onto itself while in-vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record by quality engineering confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction-not inflating.